Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced multiple episodes of hypoglycemia after announcing one meal with an accurate carbohydrate count, with the lowest blood glucose reading reported as ¿low¿ and duration of hypoglycemia estimated at 30 to 45 minutes; the device provided low and urgent low alerts, and the user self-treated with oral carbohydrates. Symptoms included nervousness. Outcomes included no need for third-party assistance and no professional medical intervention. Investigation included a review of available complaint details and device alerts. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that a device malfunction could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.